Event description:
Reference number (B)(4) event occurred in egypt. It was reported that the patient experienced high blood glucose event of 200mg/dl at the second day of insertion in the lower back on (B)(6) 2026. The patient received treatment with correction via pump. The event lasted for greater than four hours and subsequently resolved. The cause of the event was not known. No further information is available.